Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was not returned to j&j medtech orthopaedics, however a video was provided for evaluation. Visual inspection of the returned video found that the screen with the imagen provided by the zoom coupler connected to the endoscope was not steady. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the coupler ac zoom would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the image condition is traced to the procedural variables, such handling of the device. An official root cause for the reported condition cannot be established only with the video provided. It is necessary to physically analyze the device to determine the mode of failure and its cause. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an unspecified surgical procedure the coupler ac zoom device was loose, and the image on the monitor moves a little bit during the whole surgery. The coupler cannot be screwed on better to the camera. The screws are tightened. Another device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.